Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump in fair condition with bleeding lcd and cracked housing. The device was started in application, no problems found with double beeping. The reported issue could not be duplicated. The problem source could not be identified.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with no cassette. No adverse effects reported.